Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimualtor lead and extension have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient initially had great bilateral stimulation. In 2008, the patient was unable to feel stimulation on the right body side, but continued to feel stimulation on the left body side with the left head. High, out of range impedance measurements of the right lead were discovered. The left lead was functional. Reprogramming the lead did not return stimulation. The non-functional lead was turned off. At replacement surgery x-rays revealed a lead breakage above the anchor. After replacement the patient again had good stimulation and all impedance readings were within normal limits. The patient outcome was reported as 'no injury, recovered without sequela'.